Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient reported that they were at the doctor's office to change their bandage and they discovered their lead wire was broken. They'll be in surgery today at 4:00pm for lead revision. Patient stated they had an unexpected surgery on the 19th. Patient stated they had taken a pain pill after this surgery. Patient stated that their wires were broke and had them replaced. Patient stated that they were "ramped up" when they reset their stimulation and now has this pinching type sensation. Patient decreased the stimulation from 2.5 to 2.1 to see if that helps. Patient stated they feel the pinching when she stands up or bends over. Patient advised to contact their clinician with concerns